Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The infusion set was changed and the occlusion alarm reoccurred. Blood glucose ranged from 174-265 mg/dl. The cartridge had been in use for 5 days and tandem's technical support educated customer on cartridge labeling. Reportedly, the supplies were changed to address the event.